Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they checked impedances and everything was found to be in good condition. It was revealed that patient gained 15 pounds. The exact weight was nor disclosed. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. A manufacturing representative (rep) reported that the patient was experiencing intermittent shocking at the pocket site. It was noted that this happens when the patient is charging, turning on her stimulation when its been off or when its on. Impedances were reported to be within normal limits. The patient had reported that when she does not use her stimulation, she just turns it off. It was suggested that she turn it down to 0v and then off, that way she does not feel the full stimulation when she turns stimulation on when she has not used the stimulation for awhile. Palpation with stimulation on and off did not reproduced stimulation. Caller reports patient did have a fall, unknown if its before the shocking sensation occurred. No further patient complications have been reported as a result of this event.